Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted on an unknown date. According to the patient, the mesh had eroded in her vagina before her first scheduled check up (in under 6 weeks) and initially removed the eroded mesh. Ten weeks after implantation, she had further surgery to remove more, and she reports having had three operations to remove parts of the mesh. Reportedly it was all on the left side, and she additionally reports experiencing persistent pain that is getting worse. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.